Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during a procedure, this annuloplasty ring was implanted and subsequently explanted due to recurrent mitral regurgitation. The ring was replaced with a non medtronic bioprosthetic valve. No additional adverse patient effects were reported.